Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose from last 5 days. The customer stated that the blood glucose had been running over 350, 400 and 500 mg/dl during the last 5 to 7 days. The customer stated that the customer had insulin pump for several years and this was not normal and stated that there was something wrong with the insulin pump. The customer¿s blood glucose at the time of the event was 500 mg/dl. The current blood glucose value of the customer at the time of the call was 323 mg/dl. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. The auto mode was not activated at the time of the event. The customer had been using the insulin pump within 48 hours of the event. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Device case type: ngp. On november 05, 2022 the device was returned due to customer allegation to device under delivering causing high blood glucoses. The device passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the device history on the event date of (B)(6) 2022 found bolus deliveries of 1.3u at 09:01:08.000, 3.3u at 11:30:00.000, 0.5u at 13:54:49.000, and 2.5u at 19:21:44.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device was received with scratched case and pillowing keypad overlay. In summary, customer allegation for device under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucoses. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.